Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed force sensor failure alarm. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated, and through review of the event history log. Service history identified the complaint was not related to a previous service of the device within the review period. The cause was identified to be damaged/worn parts due to improper repair. All missing, damaged and worn parts were replaced, including but not limited to the printed circuit board (pcb), springs, clutch, leadscrew and worm coupling. The sensors were calibrated. The device then passed all testing.